Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that several no external power alarms were noticed while the patient was at a skilled facility where the nurses had been doing the patient's power connections. Log files sent for review captured power cable disconnect/low power hazard/no external power alarms while connected to mobile power unit (mpu) on (B)(6) 2026 from 11:07 to 11:08. This was caused by power to the mpu being briefly interrupted. There was no pump interruption during these events as the system controller¿s emergency backup battery (ebb) function as intended. The alarms were resolved upon the mpu regaining power.